Event description:
It was reported that the lead could not be inserted into the header block. The lead was turned 15 degrees and reinserted. The healthcare professional attempted to insert the lead for ¿about¿ 30 minutes and could not get the last 1.5mm into the header. The implantable neurostimulator (ins) was replaced and the lead ¿went right in.¿ it was noted that impedances were good on the new ins. Additional information received reported that it was a normal stage 2 procedure. It was noted that the ins was opened but not implanted because the tip of the lead could not reach the end of the header of the ins. Another ins was opened and successfully implanted. The intended use of the device was treatment. The device was not used in the patient. There was no patient injury or death.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 3889-28, lot# va092jm, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, model # 3058, sn (B)(4), found no anomaly.